Manufacturer narrative:
Evaluation summary: balloon was returned folded distally towards distal tip. Balloon returned partially inflated with traces of residue present inside the balloon and inflation lumen. Numerous kinks were evident to the hypotube. Proximal balloon bond was extremely stretched. Negative prep was performed with no issue noted. Pressurization of the device was performed and device failed to inflate, thus deflation testing could not be performed. A kink was visible at the proximal balloon bond. A 0.015inch mandrel was used to confirm inner lumen patency with no resistance. No deformation of the distal tip was visible during inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an euphora rx ptca balloon catheter to treat a non-tortuous and severely calcified lesion located in the proximal right coronary artery exhibiting 99% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues there was no difficulty in removing the protective sheath or packaging stylette. Negative prep was performed with no issues identified. The lesion was not pre-dilated. There was no resistance encountered when advancing the device. Excessive force was not used during delivery. It was reported that following first inflation, the device would not deflate at the lesion site. It was stated that the balloon was removed inflated. The device was not moved or repositioned in the lesion. There were no difficulties noted during inflation. The balloon was removed while inflated and resistance was noted. Patient status post-procedure is alive with no injury.